Manufacturer narrative:
(B)(6). The device was manufactured june 09, 2016 ¿ june 11, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device had been filled with 4800mg of fluorouracil in sodium chloride solution to a total fill volume of 98ml. The expected therapy time was reported to be 48 hours. The reporter stated that at the end of the expected therapy time, approximately half the fill volume remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.